Event description:
Keith needle broke off in the pt's leg. When returned to scrub tech, physician notified. Physician looked in wound, had to remove plate to obtain broken off piece of keith needle. Prior to close, the entire keith needle was accounted for. No harm done to pt. Products involved with a bilateral distal medial femoral hemi epiphysiodesis with the ortho pediatric guided growth delta plates system.